Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found separated when going to insert the device. No piece was retained in the patient. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found separated when going to insert the device. No piece was retained in the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided two images showing the kit lidstock and guide wire for analysis. Visual analysis revealed that the guide wire was kinked on the distal j-bend. The customer also returned one spring wire guide (swg) for analysis. Signs of use were present on the swg in the form of biological material, which contradicts the customer report. Confirmation from the customer revealed that the biological material likely came from handling with bloody gloves. Visual analysis revealed that the guide wire was kinked on the distal j-bend. The location of this kink would have been within the guide wire cap, protecting is from damage. Microscopic examination confirmed both welds were present and spherical. Visual analysis could not be performed on the guide wire cap as it was not returned for analysis. The kink on the guide wire measured 8mm from the distal weld. The guide wire total length measured 683mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured .852mm, which is within the specification limits of .838mm-.877mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer stated that the damage was present prior to use; however, the swg contained clear signs of use in the form of biological material. Additionally, the portion of the guide wire that was kink would have been protected within the assembly cap during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.